Event description:
The customer reported that the ventilator is alarming occlusion. The customer reported there was no patient involvement.

Manufacturer narrative:
The gas delivery system (gds) was returned for failure investigation (fi) which found the test ventilator alarmed with error code (alarm message: low leak-co2 rebreathing risk) and indicated pressure output when there should have been none. Fi traced the issue to component u1 on the air flow sensor and verified the gds sensor assembly functioned correctly following replacement of the faulty component.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was able to duplicate the reported problem. The fse replaced the flow sensor assembly to address the reported problem.

Event description:
The customer reported that the ventilator is alarming occlusion. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.